Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and/or interaction with previously implanted stents. It is likely that interaction with the moderately tortuous and calcified lesion contributed to the failure to cross and during the attempt to cross, the stent interacted with the challenging anatomical conditions and subsequently contributed to the reported dislodgement. A balloon catheter was inflated to withdraw the dislodged stent (additional therapy/non-surgical treatment). Since there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. Further, it was reported that the stent implant was not fully retrieved from the patients body. Stent fractures can be a result of, but not limited to: anatomical conditions (tortuosity/calcification), stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this instance, fluoroscopy was unable to locate the stent piece in the left coronary artery and there were no signs of embolization in the coronary system. Since the retrieved portion of the stent implant was not returned, the stent fracture cannot be confirmed and a conclusive cause cannot be determined. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint. Although the device was not returned for analysis, it is likely that the heavily tortuous and calcified lesion contributed to the failure to cross and during the attempts to cross, the stent interacted with the challenging anatomical conditions and subsequently contributed to the reported loosening of the stent. There have been no other incidents reported for stent fractures for this lot. This suggests that there are no lot specific product quality deficiencies. The failure to cross and stent dislodgement appear to be related to procedural circumstances. However, a definitive cause for the reported stent fracture could not be determined.

Event description:
Subsequent to the initial report, additional information was received: it was reported that the procedure was to treat a moderately calcified and tortuous left anterior descending artery. The 3.0 x 23 rx promus was advanced, but was unable to cross due to the tortuosity. During removal of the stent delivery system, the stent dislodged from the balloon. The dislodged stent was located in the mid to distal portion of the left main coronary artery with no embolization. A balloon catheter was advanced through the stent and inflated to withdraw the stent through the guiding catheter. The promus stent was removed from the patient. Upon inspection, the surgeon noted that the stent was not fully retrieved from the patient's body and fluoroscopy was unable to locate the stent piece in the left coronary artery or any signs of embolization in the coronary system. No additional information was provided.

Event description:
It was reported that the promus rx stent came off of the balloon during a procedure in the calcified and tortuous left anterior descending artery. The physician decided to use another promus stent to imbed the dislodged stent against the artery wall. No additional information was provided.